Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.

Event description:
It was reported that the pta balloon would not deflate after the third inflation. The balloon was eventually able to be deflated and during retraction, the balloon became lodges in the introducer sheath. The balloon was able to be removed through the sheath with the use of add'l force. There was no reported pt injury.